Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for spinal pain. It was reported that there was poor telemetry or no telemetry with recharging. The patient reported that the ins won't charge. The patient reported that the last time they had a charge was one to three months ago. The patient was redirected to contact the hcp for to address possible od. It was reported that the patient programmer won't power on and there was corrosion inside the pp. The patient got aaa batteries and had the patient programmer to power on but could not get it to communicate with the ins. The patient confirmed the they had poor communication with both the insr and the pp. No patient complications have been reported because of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was supposed to get reprogrammed about a month ago. The patient mentioned that since receiving the replacement patient programmer, he noticed that the implantable neurostimulator works only when he is sitting, not when he is lying or standing up. The patient was redirected to follow-up with his health care provider. There were no further complications reported.